Manufacturer narrative:
Device received with missing segments/partial display due to cracked lcd controller. Unable to perform displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. No harm requiring medical intervention was reported. The device will be returned for analysis.